Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor 0m00666w0xh has been returned and investigated. The sensor plug was fully seated. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). An extended investigation was also performed on the returned sensor by the abbott diabetes care (adc) product quality engineering (pqe) group. Substantial liquid ingress was observed on the printed circuit board assembly (pcba). Residue from liquid ingress around the asic (application specific integrated circuit) and power tracks on the pcba were also observed, as well as further corrosion on the underside of the pcba. Pqe attempted to restart the sensor with a new battery but the sensor consistently terminated earlier. Further inspection revealed that one test point along the vdd2x track maintained enough corrosion to break the track's connection, which prevented sufficient voltage generation for the sensor puck to operate. It was therefore determined that testing to replicate the readings issue reported by the customer could not be performed on the returned sensor due to the damaged condition of the returned printed circuit board assembly (pcba) and asic. Pqe reviewed the DHR for the returned unit and found that all tests passed during manufacturing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.